Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/10/2016 to report that on (B)(6) 2016, patient experienced an permanent out of range signal. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4). Describe event or problem - correction - remove statement "the device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed."

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5208185) was returned on (B)(4) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.